Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Device (B)(4) - failure to follow instructions. It was reported that the perclose device was deployed at an incorrect angle. Per the perclose instructions for use under smc device placement the operator is instructed to position the device at a 45-degree angle and while maintaining device position deploy the needles by pushing on the plunger assembly until the collar of the plunger makes contact with the proximal end of the body. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Information was received via an internet blog posting (B)(6) regarding a perclose device. The patient indicated having chronic, knifelike, ileohypogastric and inguinal nerve pain and nerve damage for 14 years after a perclose suture device was deployed incorrectly, "deployed blindly, at the wrong angle, which wrapped around my iliohypogastric and ilioinguinal nerves". The device was removed approximately three years post-procedure. Chronic pain continued despite treatment with narcotics. The patient was treated with lyrica with some relief, but could only tolerate small doses. Approximately 14 years postprocedure, ultrasound guided pulsating radio frequency nerve ablation was performed and the pain resolved.